Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient being revised for repeat dislocation. Revised cup to better position.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases and/or review of the femoral head device history records was not possible as the product/lot code is unknown. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.